Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 67-year-old male patient presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in scai stage d shock, on venous-arterial extracorporeal membrane oxygenation (va ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: coronary artery bypass graft (CABG). While the patient was in the intensive care unit (ICU), there was axillary pocket bleeding. The patient was taken back to the operating room (or) for a washout and packing. Five units of blood products were given. It was noted that the patient was on anticoagulants and antiplatelets and had underlying coagulopathy issues (thrombocytopenia). The post-procedure outcome is unknown. While on support, the device functioned as intended at p-4 at 2.2 l/min with d5w sodium bicarbonate in the purge solution. Bleeding is a known risk due to the impella's anticoagulation and purge requirements, but can also be attributed to the patient's underlying coagulopathy condition.

Event description:
The patient survived explant.

Manufacturer narrative:
B5: updated with new information regarding patient outcome. D6b: added explant date.